Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized on (B)(6) 2017 for high blood glucose as 600 mg/dl. Customer current blood glucose was 283 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. The customer advised to monitor the pump and call back for troubleshooting. The insulin pump will not be returned for analysis.